Manufacturer narrative:
The customer did not provide any additional information. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys total psa (total psa) on a cobas e 411 immunoassay analyzer. The initial result was 7.21 ng/ml. The repeat result was < 0.06 ng/ml. The questionable result was not reported outside of the laboratory. The e411 analyzer serial number was (B)(4).